Manufacturer narrative:
The investigation for the reported major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed could not be determined.

Event description:
The user facility reported an impella cp in a patient for high-risk percutaneous coronary intervention support.impella inserted and activated at 1204 per instructions for use. Single access using terumo destination. Coronary stent infection to left anterior descending artery, patient became restless, decreased maps and pulseless electrical activity arrest.return of spontaneous circulation achieved and intervention continued. Impella weaned to p2 but decision made to leave in for the night. Peel away removed and repo inserted. Site sutured and dressed. Due to iliac anatomy - cardiothoracic surgery,following with plans for femoral cut down on removal tomorrow(part of pre case plan per dr howard). After discussion and suspicion of disseminated intravascular coagulation impella and all access sites bleeding. Impella removed. Dry closure attempted via contralateral access with cardiothoracic surgery present as backup. Perclose successful.intra-aortic balloon pump placed in left femoral artery for continued hemodynamic support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.